Event description:
Infection was reported. The site had oozing at first follow up visit and a nasal swab tested positive for (B)(6). At the second follow up visit a hematoma was noted, but no surgical intervention was done. The lead was removed and a drain was inserted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6); 6947m55 implantable tachy lead implanted: 2013-(B)(6); 407645 implantable pacing lead implanted: 2013-(B)(6). (B)(4).